Event description:
The manufacturer received information alleging particles in tubing/chamber, patient has black mold coming out of her machine; bloody nose; cold sores in and around mouth; lightheadness; headaches; dizziness; nasal/throat irritation or soreness; related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.